Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, non-sustained right-ventricular oversensing due to post-paced t-wave oversensing on the right ventricular lead was observed on a stored egm. Programming changes were made to the device on (B)(6) 2017.